Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed."

Event description:
Health professional reported that 1 syringe of juvederm® ultra xc had ¿exploded between the needle and the syringe causing the product to spill out everywhere.¿ needle did not disengage. Patient contact was made. No injury to patient, staff, or injector.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported that 1 syringe of juvederm® ultra xc had ¿exploded between the needle and the syringe causing the product to spill out everywhere.¿ needle did not disengage. Patient contact was made. No injury to patient, staff, or injector.